Event description:
Reporter indicated a vns patient underwent vns lead and generator revision surgery due to high lead impedance that was noted prior to the surgery. It is not known if the patient experienced and trauma or manipulated the vns. The explanted devices have been requested for return but have not been received to date.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.